Event description:
It was additionally reported that the source of the infection was pneumonia. The patient had shortness of breath and methicillin-resistant staphylococcus aureus (mrse) was detected in blood culture. The infection was treated with antibiotic therapy and the plan of care was to follow-up outpatient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported infection cannot be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1, "introduction," lists the adverse events, including infection, that may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major bacterial infection on (B)(6) 2025. A positive blood culture was identified from the patient's lung. The patient was treated with medication. The patient was readmitted for the infection on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.